Manufacturer narrative:
Submitted: 01/12/2017 . The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage. This report is made based on results of investigation completed on (B)(6) 2016.